Event description:
It was reported that a patient was experiencing intermittent diaphragm stimulation. The patient presented in the operating room for routine device replacement. During procedure the physician decided to explant and replace the left ventricular lead due to the intermittent diaphragm stimulation. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.